Event description:
The reporter stated that the product was cracked and leaking. The pt's blood pressure dropped and the inotrope dose increased to bring the pressure up after the lines were switched. No further pt info was available and the reporter indicated that an incident report was not filed.